Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) system implant, this right ventricular (rv) lead was repositioned several times. Reportedly, the patient's ischemic region made the lead's placement particularly difficult, and high capture thresholds with loss of capture as well as high pacing impedance out of range were observed. In the final attempt of positioning the rv lead, the physician reported difficulty inserting the stylet, which remained blocked in the distal portion of the lead. When the lead was removed, a bent in the coil and the entire lead body was observed, reportedly, indicating an inner conductor fracture. It was also noted that the lead damage may have been induced by an overstress generated by the stylet after many attempts of reinsertion. Subsequently, a different lead of the same model was implanted, exhibiting the same difficulties regarding high capture thresholds and impedance associated with the patient's tissue, however, this lead was able to be successfully implanted and remains in service. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a clockwise twist in the entire lead body. This damage is consistent with helix over-torque. The observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product. Laboratory testing was unable to reproduce the reported clinical observations of high pacing impedance, failure-to-capture, high-capture-threshold and inner conductor fracture. Detailed analysis confirmed the lead body damage, difficult-to-position and stylet insertion difficulty allegations due to the induced damage observed.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) system implant, this right ventricular (rv) lead was repositioned several times. Reportedly, the patient's ischemic region made the lead's placement particularly difficult, and high capture thresholds with loss of capture as well as high pacing impedance out of range were observed. In the final attempt of positioning the rv lead, the physician reported difficulty inserting the stylet, which remained blocked in the distal portion of the lead. When the lead was removed, a bent in the coil and the entire lead body was observed, reportedly, indicating an inner conductor fracture. It was also noted that the lead damage may have been induced by an overstress generated by the stylet after many attempts of reinsertion. Subsequently, a different lead of the same model was implanted, exhibiting the same difficulties regarding high capture thresholds and impedance associated with the patient's tissue, however, this lead was able to be successfully implanted and remains in service. No additional adverse patient effects. The product was returned for analysis.